Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient of unknown age and gender presenting with cardiomyopathy. During support, the patient exhibiting signs of hemolysis via urine color, however, no plasma-free hemoglobin testing was conducted to confirm this. As treatment, haptoglobin was administered.